Event description:
It was reported that the patient experienced gait disorders and tremor in the right hand. It was stated that the patient was hospitalized for a period of seven days to change the simulation parameters. The reporter stated that once the parameters were optimized (increase frequency from 140 hertz to 180 hertz) the tremor improved, but not the gait disorder. The reporter also stated that even after adaptation of medication and cessation of stimulation, the gait disorder did not improve. The reporter further stated that a device induced side effect seemed to be unlikely. It was noted that the patient revealed a paresis of the left foot elevator even before study participation due to a disc protrusion at l5/s1 (lumbar vertebra 5 and sacral vertebra 1).

Manufacturer narrative:
Product ID 748240, serial # (B)(4), product type extension; product ID 748240, serial # (B)(4), product type extension; product ID 338940, lot # b0865468k, product type lead; product ID 3389-28, lot # b0872103k, product type lead. (B)(4).